Manufacturer narrative:
Device not returned by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old asian female patient had impella 5.0 pump inserted in the right axillary. The patient had hemolysis and as a result blood transfusion was administered.